Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not vibrating anymore. Blood glucose level at the time of the incident was 128 mg/dl. During the self test, the device did not vibrate. The insulin pump was not replaced or returned for analysis.